Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 coding (medical device problem code, component code, investigation findings, investigation conclusions).

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burn on the distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.